Event description:
It was reported that the physician's x50 handheld would not turn on. No user mishandling or storage factors suspected to have contributed to the event. The product was returned to the manufacturer due to not charging. The handheld and software were received; however, analysis has not been completed to date. The power adapter was not returned with the handheld. The account reported that the power adapter location was not known.

Event description:
Analysis was completed on the returned products. The handheld was able to power on and off with no observed anomalies. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.